Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed no kinks in the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID at was 0.057¿ meeting guidezilla product specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the severely calcified and moderately tortuous right coronary artery. There was difficulty crossing an implanted stent so a guidezilla extension catheter was selected. Resistance was encountered during use and upon removal the shaft was noted to be broken at the proximal side of the collar. The procedure was completed with another of the same device. No patient complications were reported and the patient's status good.

Event description:
It was reported that the shaft broke. The lesion being treated was located in the severely calcified and moderately tortuous right coronary artery. There was difficulty crossing an implanted stent so a guidezilla extension catheter was selected. Resistance was encountered during use and upon removal the shaft was noted to be broken at the proximal side of the collar. The procedure was completed with another of the same device. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).